Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the surgeon attempted to reposition the impella 5.5 catheter under transesophageal echocardiography (tee) guidance. Significant amount of torque noted to impella cable. Torque straightened out by turning the automated impella controller (aic). Multiple attempts made to reposition impella catheter but catheter would flip back towards the mitral valve. No active alarms present. Sterile sleeve close to red impella plug ripped during repositioning attempt. No patient harm has been reported.

Manufacturer narrative:
B5: added additional information. D4: corrected the catalog number, serial number, and UDI. D6b: added the explant date.

Event description:
The patient survived.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the device in wrong position was not determined due to insufficient clinical details and no product return. The cause of the anticontamination sleeve tear was determined to be user related since the tear occurred while attempting to reposition and significant amount of torque noted.